Event description:
The customer reported that the ventilator went vent inop and alarmed. There was no pt involvement, therefore, no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech confirmed the customer reported problem. The service tech replaced the sensor board to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na